Event description:
The service report shows error code 9903. The mallinckrodt customer support engineer (cse) inspected the device, verified the error code and replaced the interface pcb. The unit passed extended self testing. There was no patient harm or change in therapy as a result of the malfunction.